Event description:
Upon three separate patient arrivals to the ed via ambulance, the ett tubing holder used by ambulance provider has appeared to be associated with an endotracheal tube mislocation. Ambulance provider was notified of our observations and will monitor any issues with the device.